Event description:
The customer reported the system would not boot up. No boot-per the malfunction list doc number li15008-2 rev 2, this is a reportable event. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processing computer. The system operates as intended.